Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplacement of the implants was likely due to a partial occlusion of the dynamic reference base (drb) during scan acquisition with excelsius3d. No shifts were detected by the system during the procedure. When utilizing a clear drape for the drb during the auto-registration workflow with e3d, it is important to ensure that the creases of the drape do not align with the tracking markers, to ensure proper tracking through the drape. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.